Event description:
It was reported that the patient received inappropriate hv therapy for atrial fibrillation with rapid ventricular response due to atrial undersensing. The device was reprogramed. The patient was fine.